Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.